Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing an audible tone. A device check noted the right ventricular (rv) lead integrity alert (lia) had triggered. Variable impedance and undersensing/small r waves were also noted. A chest x-ray noted the lead had dislodged and was capturing the atrium. The lead was reprogrammed and will be revised at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had no capture. The lead was explanted and replaced with a single coil lead as the patient has a complex congenital anatomy. No patient complications have been reported as a result of this event.